Manufacturer narrative:
This report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. The implant(s) was not returned and instead the investigation will be done based on the supplied image(s) from the attachments (1 image(s) the image(s) was reviewed and the complaint condition could not be confirmed. As the implant(s) was not returned an as received condition, dimensional inspection, material or drawing reviews are not applicable. A definitive assignable root cause could not be determined based on the provided information. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent removal of a zero-p va screw which backed out. The procedure was successfully completed and the patient status was successful. Concomitant devices reported: unknown zero-p va cage/plate (part#: unknown, lot#: unknown, quantity: 1), unknown zero-p va screw (part#: unknown, lot#: unknown, quantity: unknown). This report is for one (1) unknown zero-p screw implant. This is report 1 of 1 for (B)(4).

Event description:
Updated event description: it was reported that on (B)(6) 2020, the patient underwent surgery for a retrieval of a zero-p va screw that backed out. The screw was implanted in (B)(6) 2019. The procedure was successfully completed and the patient's status is good. Concomitant devices reported: unknown zero-p va cage/plate (part#: unknown, lot#: unknown, quantity: 1), unknown zero-p va screw (part#: unknown, lot#: unknown, quantity: unknown).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: updated data: d7. Corrected data: b5 - updated event description. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.